Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the apex balloon catheter. The shafts, balloon and tip were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed that there was a pinhole at the proximal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3.5x24mm, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm x 8mm apex¿ push balloon catheter was advanced but failed to cross the lesion. Pre-dilatation was then performed with 1.2mm and 1.0mm balloon catheters. After a stent was implanted, post-dilatation was performed with a large diameter balloon catheter and the procedure was completed. No patient complications were reported and the patient was doing perfectly all right. However, returned device analysis revealed balloon pinhole.